Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer did not call customer service to create RMA for the reported that the instrument. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
On 10/31/2024, intuitive surgical, inc. (Isi) received user facility report stating: during surgery while the robotic scissors were inside the patient, the spring of the scissor snapped. Per policy, x-ray was completed, and the radiologist spoke directly with the surgeon via telephone without evidence of any instrumentation in the patient.